Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 corrected data: date of report, date rec¿d by MFR: these dates were inadvertently reported as 12/19/2018 in the initial report. The correct dates should be 12/17/2018. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device history records review was completed for part: 03.010.103, lot: l039684. Manufacturing location: (B)(4), release to warehouse date: jul 11, 2016. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacturing process. The material was reviewed and the hardness value was confirmed to meet the specification with no non-conformance noted. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Actual device was not returned. Visual inspection of the provided photo was not able to confirm the reported condition of drill bit breakage. The photo does not show a broken drill bit, rather it shows one end of a graphic case set. The provided photo does not provide visual evidence of the reported complaint condition. Therefore the reported complaint condition is not confirmed. Relevant design drawing was reviewed during this investigation. No product design issues or discrepancies were observed during this investigation. A definitive root cause for the reported condition of a drill bit breaking could not be determined based on the provided information. This complaint was not able to be confirmed. No product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. No new, unique or different patient harms were identified as a result of this evaluation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A device history record review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows:it was reported that during an unknown procedure on (B)(6) 2018, the drill bit was damaged when punching or piercing the humerus of the patient; the drill tip broke. The surgeon preferred to leave the broken drill tip inside the patient`s bone as it was a little fragment and it was trapped in the humerus. A replacement drill bit of the same diameter that was in the same box was used to complete the surgery. There was no damage to the patient.concomitant devices: drill (part: unknown, lot: unknown, quantity:1). This report is for a 3.2mm three-fluted drill bit.this is report 1 of 1 for (B)(4).